Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound debridement procedure on (B)(6) 2020 and suture was used. It was reported that the problem of pulling off suture needle had happened during sewing the wound. A new like device was used to complete the procedure and there were no adverse patient consequences reported. No further information is available.